Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that post implant, the right ventricular lead exhibited impedance around 1800 ohms, capture greater than 2 v and low r wave sensing. The lead was removed and replaced.